Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt of the left ventricular (lv) lead, the thresholds were high and the physician was unable to reach the distal portion. Another lv lead was used. No patient complications have been reported as a result of this event.